Manufacturer narrative:
Investigations have determined that the issue was most likely caused by pre-analytic sample handling. The customer uses a centrifugation time that is too short and tries to compensate for this short time by centrifuging at a higher speed. Based on the provided data, a mis-sampling of the patient sample took place. Mis-sampling can be caused by an insufficient aspiration of sample volume since part of this volume is replaced by non-reactive material. This can occur when lubricant from the blood collection device or fibrin floating in the sample is aspirated together with the sample. This would lead to a falsely low value for that sample. Clots can be found in samples of poor quality. Incorrect results may also occur with samples of good quality when clots are carried over from previously measured poor quality samples. These clots cannot completely be removed by cleaning actions of the analyzer.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for ise indirect na for gen.2 (sodium) on a c501 analyzer. The sample was from a newborn patient. The sample initially resulted as 124 mmol/l and this value was reported outside of the laboratory. The doctor did not believe the result. The sample was repeated, resulting as 137 mmol/l. The repeat result was believed to be correct. The customer noted that a little while before the sample was tested, the analyzer generated noise alarms and internal reference alarms. The doctor did not treat the patient based on the erroneous result. The patient was not adversely affected. The sodium electrode lot number was asked for, but not provided. The field service engineer could not determine a cause for the issue. He checked the instrument and found no issues. He ran precision studies and these passed.